Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during fill two of six of peritoneal dialysis therapy. The breach was further described as the patient did not cap the patient line when disconnecting. The technical service representative (tsr) advised the patient on the importance of aseptic technique. The tsr recommended the patient end therapy and start over with new supplies, however, the patient refused and continued therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.